Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited noise oversensing which resulted in pacing inhibition. Programming changes were made. The patient was stable.

Manufacturer narrative:
Manufacturing date is unavailable.